Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited high defibrillation impedance. No intervention was performed. There were no patient consequences.